Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-04856, 2134265-2014-04854, 2134265-2014-04855. It was reported that following a coronary artery stenting treatment procedure the patient developed restenosis. The patient has had multiple interventions to the mid and distal rca (right coronary artery) starting in 1999, when a nir stent (3.0 x 16mm) was implanted. He presented again in 2002 with in-stent restenosis and he had a repeat pci where he had an express stent (3.0 x 12mm) implanted. He presented in 2003 again with restenosis and had a taxus stent (3.0 x 12mm) implanted in the mid rca. He presented again in (B)(6) 2014 with the restenosis in the exact same area and a 2.5x16mm promus element stent was placed. The patient returned in (B)(6) 2014 and the physician found it difficult to cross the lesion. He managed to put a non-bsc guide wire down and required an extension wire which they did not have at the time. Thus he had to abort the procedure due to this lack of extension wire. The patient is returning in two days for another attempt to treat this restenosis again.